Manufacturer narrative:
Publication date was used as date of occurrence. Mean and mode was used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and iritis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00114 for postoperative events in istent inject group.

Event description:
The following was reported through a review of a publication titled "istent versus istent inject implantation combined with phacoemulsification in open angle glaucoma". Reportedly, following cataract plus trabecular microbypass stent procedures, there was a case of iritis observed- characterized as mild and transient, including pressure spikes compared to the baseline. The report notes that by month twelve (12), reoperation for glaucoma was required for two (2) eyes which underwent invasive glaucoma surgery for uncontrolled iop (trabeculectomy and tube shunt). Any omitted information was not available at the time of this report. Additional information has been requested. This report references postoperative events in the istent group.